Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Upon follow up, the patient's pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic with cloudy effluent fluid. A peritoneal effluent fluid culture and cell count were obtained, and the cell count revealed an elevated white blood cell (wbc) count (result not provided). The patient was diagnosed with peritonitis and was started on ip vancomycin 1500 mg every other day x 21 days. On (B)(6) 2020, the peritoneal effluent culture returned positive again for staphylococcus capitis, and the patient's course of vancomycin was continued. The pdrn attributed causality to a touch contamination event, which occurred again during initiation and/or discontinuing ccpd therapy. On (B)(6) 2020, during a scheduled appointment with the nephrologist, it was discovered the patient's peritoneal effluent fluid remained cloudy and the patient was sent to the emergency room (ER) for the removal of the patient's pd catheter (not a fresenius product). While hospitalized, it was determined a biofilm had formed and the patient's pd catheter was surgically removed. Concurrently, the patient received a hemodialysis (hd) catheter (not a fresenius product) and was transitioned to hd for a minimum of four weeks. The patient tolerated the transition to hd well while hospitalized and was discharged home on (B)(6) 2020. The patient began outpatient hd on (B)(6) 2020 and is recovering from the events. The pdrn stated the events were unrelated to the utilization of any fresenius device(s) and/or product(s). The catheters used by the patient are not fresenius devices. The manufacturer of the catheters, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).